Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb charging port was not able to hold multiple charging cables in place. Additionally, it was reported that the usb cable was not working properly. There was no reported impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.